Event description:
During right humeral head arthroplasty, a 3.5mm screw driver -hex head- end broke off in fixation screw of the glenoshere implant. It is recessed but unable to retrieve broken off piece.